Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. The lens is in two pieces. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Lens bench testing could not be conducted due to the optic damage. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was rec'd on (B)(4) 2013. (B)(4)

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged because the patient reported that she was unhappy with her quality of vision. The iol was replaced with a different model lens. Add'l info was rec'd from the surgeon who indicated the patient did not adapt to the multifocal iol. The event resolved following the iol exchange. There are two medical device reports associated with this event. This report is for the left eye. The report for the right eye was previously filed under MFR# 1119421-2013-00972.